Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the iesu involved with this complaint to perform failure analysis. The iesu was analyzed, and the reported failure was confirmed and reproduced, on startup unit displayed m-02-3, 2-71. Upon visual inspection, heat sink starting to be discolored. The complaint was confirmed based on the failure analysis.

Event description:
It was reported that during a da vinci-assisted urology surgical procedure, the customer has integrated electro surgical unit (iesu) errors at power up. The procedure was completed as planned with no reported injury.